Manufacturer narrative:
Date of the event was estimated.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient turned her ins off about 2 weeks ago for someunrelated x-rays. The patient stated that she went into the emergency room (ER) and was diagnosed with a bladder infection. The patient mentioned that she was wondering if turning off the ins could cause a bladder infection. It was noted that the patient thought she will turn the ins back on and mentioned that she doesn't drink enough water. There were no further symptoms or complications reported or anticipated.